Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the mechanical inspection a stylet could not be properly introduced and advanced within the lead's lumen. Further analysis revealed coagulated blood in the lead. These blood residuals were most likely introduced into the lead by means of stylets used during the surgery. Further inspection showed cuttings in the insulation and deformations of the outer coil. The silicone sealing of the is-1 connector pin was found damaged. These damages occurred most likely during the explantation procedure. The values of the parameters measured during the electrical analysis of the lead proved to be within the technical specifications. In summary, coagulated blood was found in the lead. There was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that the patient with right ventricular lead exhibited undersensing. This rv lead was explanted and replaced with a new lead. No adverse patient effects were reported. Should additional information be received, this file will be updated.